Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastrectomy. According to the reporter: eeaorvil25 and eeaxl2535 were used in the case. Eeaorvil25 was inserted through the mouth and the tube was pulled out from the esophagus stump. However, the anvil was not pulled and the tube disengaged from the anvil. The anvil was removed through the mouth using forceps. The suture did not break, but the white part which should be on the tube was found on the anvil side.